Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pocket tenderness and discomfort at the ipg site due to the patient's slender anatomy. Subsequently, the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was explanted and replaced with a different model.